Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose(bg) level of below 60 mg/dl. Reportedly, the customer exercised and believed that's what caused him to go low. The customer consumed carbs to address the low bg. Recommendation was made to consult with healthcare provider regarding diabetes management.